Event description:
Programming data was received and reviewed. A programming history review confirmed that on (B)(6) 2018, the final interrogation of the patient's generator showed that the parameter settings changed without an intentional programming event. Further review of the programming history database revealed that a system diagnostic test was performed directly before the generator settings change. It is known that an interruption in a system or generator diagnostics test can change the generator's settings. This event was not corrected within the same office visit that it occurred. The parameter settings at the next recorded appointment on (B)(6) 2019 align with the parameter settings obtained during the final interrogation from the appointment on (B)(6) 2019. No other relevant information has been received to date.

Event description:
An implant form was received confirming that the patient¿s generator was explanted and replaced due to prophylactic replacement. The explanted product has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Event/problem description, corrected data: follow-up report #4 inadvertently listed the date for the first noted appointment as (B)(6) 2019, when the correct date was (B)(6) 2018. This information has been updated. Additionally, it was clarified that the patient device was programmed back on a later date following the programming anomaly. Relevant data, corrected data: follow-up report #4 inadvertently does not include that the generator was programmed back on following the programming anomaly. The provided data has been updated to include these programming events.

Event description:
Programming data was received and reviewed. A programming history review confirmed that on (B)(6) 2018, the final interrogation of the patient's generator showed that the parameter settings changed without an intentional programming event. Further review of the programming history database revealed that a system diagnostic test was performed directly before the generator settings change. It is known that an interruption in a system or generator diagnostics test can change the generator's settings. This event was not corrected within the same office visit that it occurred. The parameter settings at the next recorded appointment on (B)(6) 2019 align with the parameter settings obtained during the final interrogation from the appointment on (B)(6) 2018. The generator was programmed back on at the appointment on (B)(6) 2019. No other relevant information has been received to date.

Manufacturer narrative:
Report source, corrected data: follow-up report #2 inadvertently listed no report source.

Manufacturer narrative:
Describe event; corrected data; initial MDR inadvertently omitted information that was known prior to submission

Event description:
The clinical notes also report that, upon interrogation, there were discrepancies in settings which the neurologist did not make. The neurologist was concerned the vns was malfunctioning due to this change since the patient denied any other vns programming changes since the last office visit in (B)(6) of 2018. However, based upon the settings, it appears that an interrupted system diagnostic test occurred at the last office visit which resulted in a change of settings.

Event description:
Clinical notes were received as part of the referral process for vns replacement. The notes reported that the patient was referred for prophylactic replacement due to the advantages of a newer model device. Additionally, the notes reported a concern that the patient's battery life and generator are not working as well as it once did; which appeared to indicate an unspecified adverse event related to the referral. Diagnostics were stated to be okay. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.